Event description:
Product was implanted in 2005. Pt experienced pain. X-rays revealed that the implant (10-4050-vxl) had come off one side of the construct. Pt went in for decompression surgery in 2005 and at this time the implant was removed and another was implanted.

Manufacturer narrative:
No conclusions can be made at this time. After review of the DHR as well as dimensional evaluation, this implant was mfg to pioneer specifications. This is the first occurrence for this device post-operatively. Pioneer will continue to trend like occurrences and evaluate if CAPA is necessary. The med professional and the sales rep that were involved in this case did not consider this any risk to the pt.